Event description:
Procedure type: spleenectomy. According to the reporter: after use, a part of blue seal was found on the gauze. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended operating time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
Date initial report sent: 12/12/2008.